Manufacturer narrative:
(B)(4). As the device was not returned for evaluation. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). A definitive cause for the reported patient hospitalization and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is conservatively being filed due to unspecified re-hospitalization, approximately 2 months post device implantation. Given the limited information, it is not possible to say with confidence that our device did not contribute to the hospitalization. It was reported that on (B)(6) 2015, 3 mitraclips were implanted in a patient with functional mitral regurgitation, grade 3. On (B)(6) 2015, the mr was trace to mild. On (B)(6) 2015, the patient was admitted to the hospital for an unknown reason. There was no additional information provided.

Manufacturer narrative:
(B)(4). Additional information was received from the physician indicating that the patient was admitted to the hospital for septic shock. The sepsis was unrelated to the implanted mitraclips and to the mitraclip procedure. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the additional information was received: on (B)(6) 2015, the patient was admitted to the hospital for septic shock. Per the study physician, the sepsis was unrelated to the implanted mitraclips and unrelated to the mitraclip procedure. A colectomy and ileostomy surgical procedure was performed and the patient was placed on a ventilator. After ventilation, the patient resumed bronchodilators and was placed on oxygen and antibiotics. On (B)(6) 2015, the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.